Manufacturer narrative:
This event is related to other events reported under MFR numbers: 3007042319-2017-03441 and 3007042319-2017-03427. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Seizures may occur in close relation to surgical procedures or use of anesthetic agents in several situations. Clinical factors that may have contributed to the reported event include sedative medications associated with surgical procedure and patient comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that the patient had a seizure. The patient experienced a short episode of right arm twitching and generalized to focal convulsion. The patient was administered an intravenous (IV) push of ativan with resolution. The patient was placed on sedation propofol and precedex. Head computed tomography (CT) scan did not demonstrate any abnormalities. The event resolved on (B)(6) 2017. The primary investigator reported that the event was possibly related to the implant procedure and patient condition and unrelated to the device. No further information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the neurology team was consulted. On physical examination, when pinched, the patient opened their eyes with equal reactive pupils in mid-position but did not follow any commands. There was some leg withdrawal to plantar stimulation noted. The patient had diffuse areflexia; gag was present. It was thought that the left brain was most likely the focal seizure with secondary generalization. CT scan showed questionable right brain frontal hypodensity, which was most likely artifact. The patient was treated with an anticonvulsant medication. The following day the patient was more alert and reactive. The patient did not have any new neurological abnormalities or seizures. Repeat CT of the head without contrast revealed no definite evidence of acute intracranial abnormality. Electroencephalography showed metabolic or toxic encephalopathies. The anticonvulsant medication was continued. The patient was a participant in the vad destination therapy trial improved clincial trial.